Event description:
During implant, the suture holes in the device header were closed and the device could not be implanted. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of a suture hole anomaly was confirmed. Visual inspection of the header found a sealed suture hole. The cause was traced to the suture hole being present but not completely hollow.